Event description:
During a transfemoral tavr procedure, the sapien xt valve was deployed 50:50 in the native annulus; however, during inflation of the delivery system, the valve moved slightly ventricular on the non coronary cusp side of the annulus. Fluoroscopy post deployment revealed that the valve landed just below a large chunk of calcium in the non coronary cusp. A tee further noted that the native valve leaflet in the non coronary cusp was moving. The valve appeared to be stable, but slightly canted: 40:60 a/v in the left coronary cusp and 20:80 a/v in the non coronary cusp. The tee showed only mild pvl in the area of the calcium at the non coronary cusp. It was decided to place a second valve as the functioning native leaflet may eventually either damage the sapien xt valve or cause it to migrate further into the lvot. The second valve was placed approximately 30% aortic of the first valve. During rvp and deployment, the valve again moved ventricular in the same manner as the first. The final implant was only 10% above the first valve, but tee and angiograph showed an improvement in pvl and the native leaflet was pinned against the sinus and no longer functioning. The patient remained stable during entire procedure. Per report, a large chunk of calcium in the non coronary cusp caused implanted valve to move ventricular during deployment. The native aortic annular diameter was 21mm by tee and 21.8mm x 25.3mm with an area of 427mm2 on CT. A balloon valvuloplasty (bav) was performed prior to valve deployment. The native valve was severely calcified (bulky), the native leaflets were moderately calcified and the aortic root was mildly calcified. Per report, there was no ventricular septal hypertrophy and no mitral annular calcification (mac) and the ef was 55%. During valve deployment, ventilation was held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system, and the image intensifier angle, was good.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the cause for the ventricular malposition was a ¿large chunk¿ of calcium in the non coronary cusp causing the valve to move during deployment the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.